Event description:
It was reported that the patient presented for implant of the right atrial lead. Initial measurements were within normal limits. However, it was observed that the atrial channel signal disappeared. Upon retesting the pacing impedance measured below the lower limit. X-ray and fluoroscopy both showed proper placement, but the issue persisted once the device was place in the pocket. The decision was made to remove the lead, and the procedure was successfully completed with a replacement. The patient was stable throughout.